Event description:
It was reported that a person found this harmonic ace insert instrument on a shelve at the hospital with a short description note attached: 'stoped fuctionning during use. Impossible to use instrument as soon as a slight pressure exist on the beige ring of the instrument. Cost increased due to use of several instruments and prolonged procedure for 45 min. This happened (B)(6) 2011' reporter confirmed that no more information was available. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the harmonic insert curved blade was found to be broken at the distal to the weld pin. A 0.070 long x 0.010 wide gouge oriented in the axial direction was observed proximal to the fracture surface. The damaged area was located on the outer edge of the blade, on the opposite side from where tissue would be clamped. The gouged area could be where the fracture initiated. The gouge damaged could possibly be caused by contact with a hard object during energy activation. Failure analysis concluded the damage was likely due to mishandling / misuse. Intuitive surgical, inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The da vinci harmonic ace curved shears instructions for use specifically states: general precautions and warnings - avoid contact with any and all metal or plastic instruments or objects when the device is activated. Contact with staples, clips, or other instruments while the device is activated may result in cracked or broken blades, which may be identified by a generator solid tone or an instrument error. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken insert found during failure analysis if to reoccur could cause or contribute to an adverse event.